Manufacturer narrative:
According to the customer, on (B)(6) 2025 after inserting the catheter it, "came out of the patient unintentionally and the balloon no longer had any liquid inside." The customer stated there were "leaks in the balloons." The customer stated, "the balloon leakage caused three foleys to dislodge and come out of the patient." The customer reported that after the final foley catheter insertion failed an external catheter was utilized. The customer reported the patient had been "on comfort care" and is now "deceased," but the patient death is "unrelated to the foley issue." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 after inserting the catheter it "came out of the patient unintentionally and the balloon no longer had any liquid inside." The customer stated there were "leaks in the balloons." The customer stated, "the balloon leakage caused three foleys to dislodge and come out of the patient."